Event description:
Cna reported lap belt (posey) was around resident's neck to a supervisor, which set off a snow ball effect of blaming the safety belt for death of a resident. After 911 police, coroner the investigation of several nurses. The cna did not mean around neck. Resident was suspended by belt under arms after she expired by natural causes. This report is mandated due to cna's statement.